Event description:
It was reported that the system monitor touchscreen only worked intermittently.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of an intermittent touchscreen. The touchscreen was re-calibrated and the unit now functions as intended. The system monitor was tested and returned to the customer's site a corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 21mar2013. The system monitor shipped to the customer on 21mar2013. The unit was manufactured on 14mar2013. Heartmate ii power module instructions for use revision b states if the screen does not function properly, contact thoratec's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.